Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose. The blood glucose reading was 326mg/dl. It was stated that the nurse believes the insulin pump was not functioning properly. A day later, the customer called back to troubleshoot the device. Ran a fixed prime and high pressure test and both tests passed. It was stated that the customer will continue on back up plan until the replacement of the insulin pump arrives. No further info was provided.